Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure using a preclose technique of the right and left common femoral arteries (cfa) before an abdominal aortic aneurysm repair. Reportedly, after successfully deploying one device in the right cfa, the second proglide did not work properly and was removed. Another proglide was successfully deployed. The same preclose technique was used on the left cfa and the first proglide was successfully deployed; however, while removing the plunger during deployment with the second device, the suture was not retrieved. Another proglide was used. Hemostasis was achieved using the four proglide devices. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide (part 12673-03, lot 940016h) indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.